Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they ''get hiccups in my diaphram'' and stated that a nurse said that ''"your lead is going bad that's why you are having it.". The patient also stated that ''my leads fell out 4 hours after the first implant.'' Both leads remain in use. No patient complications have been reported as a result of this event.